Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).

Event description:
On (B)(6), 2008, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2010, CT showed a distal type I endoleak and a type ii endoleak. Aneurysm size had increased from 6.7 cm x 6.5 cm to 7.4 cm x 7.3 cm. On (B)(6), 2010, an additional procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted at the distal end of the previous endograft system. The patient tolerated the procedure.